Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer called into philips reporting that the device does not charge. There was no patient involvement.